Manufacturer narrative:
(B)(4). D10: unknown cup. Unknown screw. Unknown arcos stem. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with loosening of the acetabular component and heterotopic ossification off the lateral aspect of the acetabulum. Diffuse radiologic osteopenia is noted, which can predispose to poor hardware incorporation. A definitive root cause cannot be determined for the loosening. No problem was found after review by an hcp for the ho. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 2 years post implantation due to loosening. The cup was loose due to heterotopic ossification between femur and pelvis, causing ankylosis and no weight transfer into the cup and no bone integration. No additional information available for the reported event.